Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, the root cause of the event was determined to most likely be due to terms of use.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6) 2015. During the procedure, surgeon decided to change the placement of one of the pins after inserting the pins into the humeral cutting block. While reversing the pin out of the hole, it was noted the end of the pin was fractured. The fractured end remains in the patient.

Event description:
It was reported patient underwent a total should arthroplasty on (B)(6) 2015. During the procedure, surgeon decided to change the placement of one of the pins after inserting the pins into the humeral cutting block. While reversing the pin out of the hole, it was noted the end of the pin was fractured. The fractured end remains in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.